Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.

Event description:
It was reported the teflon ring device was wrapped. The surgeon had opted to use another set/system for the procedure. Upon picking up the set from the facility and reviewing the contents, the sales representative noticed that one of the extra teflon rings was warped.